Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 3.00x21mm, concentric, de novo target lesion with a bend of >= 90 degrees was located in the severely tortuous and moderately calcified right coronary artery. The physician engaged the lesion with a non-bsc guide catheter and crossed with a non-bsc guidewire. Following pre-dilatation with a 2.50x12mm nc quantum apex balloon catheter, a 3.00x24mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the lesion was dilated again with a 2.75x12mm nc quantum balloon catheter. The physician took the same stent but it was found that the stent struts were damaged. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(A2) age at time of event: patient is 18 years or older. Device evaluated by MFR: promus element, mr, ous 3.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found that the proximal end of the stent was damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured using a snap gauge and the result is within maximum crimped stent profile measurement. Stent damage most likely occurred during introduction. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: patient is 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 3.00x21mm, concentric, de novo target lesion with a bend of >= 90 degrees was located in the severely tortuous and moderately calcified right coronary artery. The physician engaged the lesion with a non-bsc guide catheter and crossed with a non-bsc guidewire. Following pre-dilatation with a 2.50x12mm nc quantum apex balloon catheter, a 3.00x24mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the lesion was dilated again with a 2.75x12mm nc quantum balloon catheter. The physician took the same stent but it was found that the stent struts were damaged. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable.